Event description:
Removal of endosseous dental implant. Three implants were placed in class 2 bone during a routine procedure on 11/5/96. The implant in site #5 was removed approximately 3 weeks post-op. Due to pain and swelling. The clinician reports that the failure was due to poor implant angulation (it was hitting the root apex of tooth #6).

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.